Event description:
A customer contacted beckman coulter inc. (Bci) stating that the new lot of control product leaked after the cap became loose during shipment. The coulter ac*t diff analyzer is associated with this account. The leaking control material was contained within the inside of the control packaging. The customer disposed of the leaking vial in the biohazard waste. There was no exposure of the control material to open wounds or mucous membranes (eyes, mouth, and nose). No one sought out medical attention.

Manufacturer narrative:
The customer was provided with the replacement control material. The root cause is unknown.